Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during transport, the blender was only connected to oxygen gas and was flowing at 100 percent. When the air was connected and turned on, the blender would only delivering 21 percent gas and no concentrations were available. It is unknown if there was any patient harm.